Event description:
According to the information there was a malfunction.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 1995, and removed in 2006, due to malfunction. A pump, two cylinders, and a lockout reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the serialized exhaust tube of the pump and the non-serialized exhaust tube of the pump. No functional abnormalities were noted with cylinder 1, cylinder 2, or the reservoir. Based on previous qa simulations and examination of the returned product. Qa concluded that the rough and irregular surfaces associated with the serialized exhaust tube of the pump indicate that sufficient stress (s) was exerted on it to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.